Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be dirt in eyes caused by operator error. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had intermittent catheter in warehouse a lot more product than was needed for an upcoming past test. Product was gone to be destroyed. The product was orange in color and so they decided to take some of the product and create a pumpkin out of that. They opened 100 packages and one of them contained debris in the eyelet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had intermittent catheter in warehouse a lot more product than was needed for an upcoming past test. Product was gone to be destroyed. The product was orange in color and so they decided to take some of the product and create a pumpkin out of that. They opened 100 packages and one of them contained debris in the eyelet.